Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels and that he received insulin which was not programmed into the insulin pump. The blood glucose reading was 44 mg/dl. The customer's mother stated that the amount of active insulin kept increasing, and it appeared that for 2 hours, the device continued to give him insulin. The most recent blood glucose reading was 197 mg/dl. The customer's mother requested replacement of the insulin pump. Nothing further reported.